Manufacturer narrative:
Product event summary: analysis information -- (B)(6) 2016 18:16:46 cst pli# 20 product ID# 694758. The full lead was returned in segments and was analyzed. The distal conductor of the lead and the interior svc (superior vena cava) defibrillation cable both developed a fracture due to flexing while in vivo. The analyst noted that without destructive analysis, visual inspection found distal conductor and svc defib cable fractured in-vivo/flexed.

Event description:
It was further reported that the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant: 5076-45 lead implanted: 2005-(B)(6).

Event description:
It was reported that the patient presented to the emergency department as a result of hearing tones. A lead integrity alert (lia) was triggered due to high pacing impedance, non-sustained ventricular tachycardia (vt) episodes with noise, and a high sensing integrity counter (sic). A fracture was suspected and the patient was admitted to the hospital. The lead was reprogrammed and it will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.